Manufacturer narrative:
The available information and the device log file provided basis for the investigation. In the event of a power failure or during transport, the device is powered by the internal battery to maintain operation. If case of a discharge situation, depending on the battery capacity and battery voltage, corresponding alarm messages such as "battery low" and "battery discharged" are displayed. According to the logbook records, it could be identified that the alarm message "battery low" but not the message "battery discharged" was displayed before the device turned off. This happened due to reversible electrochemical effects within the battery when the device has not been operated on internal battery for a longer period of time. But subsequent battery charge-discharge-charge behavior did meet the specification. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The battery needs to be replaced. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the transport of the patient was started with a missing bar in the battery indicator. During the transport in the elevator, the device alerted that the battery was low. Arrived on the ground floor, the device turned off.